Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue; however, the fse replaced the e-200 generator. The system was tested and verified as ready for use. The e-200 generator involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy procedure, the customer found that the vessel sealer extended (vse) instrument could not be used with the e-200 generator, and replacing the vse did not resolve the issue, with no clear error indications. The customer stopped using the vse but confirmed that two bipolar instruments worked properly with the e-200. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to restart the e-200 and check again. In a subsequent call, the customer also reported that restarting did not resolve the problem¿no error messages or activation sounds were present. The tse then recommended performing a hard power cycle of the e-200 when possible. The customer planned to check after completing surgery or at a convenient time and agreed to follow up with the results. The procedure was completed as planned with no report of patient injury.